Manufacturer narrative:
(B)(4).the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.(B)(4)

Event description:
It was reported that during a coronary artery treatment procedure it was discovered that there was a pin hole in the balloon. The lesion being treated was located in the anterior tibial. The physician inserted the 3mm x 20mm x 143cm sterling es otw balloon catheter in the lesion however it would not inflate. The tech looked at the balloon on the back table and when saline was shot into the catheter a pin hole was discovered. The procedure was completed with another of the same device. There were no patient complications and the patient condition is fine.